Event description:
A patient had a foley catheter in place for her c-section. The provider requested to have the bladder backfilled. In order to do that the rn needs to use the port for collection to perform the task. When the rn attempted to backfill the syringe did not stay on the port and the connection was not secure. The fluid used to backfill leaked out. The rn attempted again to backfill and was unable to do so. The foley was left in the patient and the clinical team opened another foley catheter which had the same issue. This is the reference #a902414 & lot # ngkx0282.